Event description:
According to the available information when inserting the pusher, it broke in the jj. This caused bleeding and loss of the pathway.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.